Manufacturer narrative:
Head section lock inoperable.

Event description:
It was reported by service report that the wheel lock wheel was worn, the head section would not lock up. There was no patient involvement or adverse consequences.